Event description:
Pump did not recognize programmed settings for intravenous infusion. Twenty-five thousand units of heparin infused in 45 minutes - pt at risk for bleeding - discharged, without complication, after 3 days.